Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complication of acute tubular necrosis post lvad exchange (per-(B)(4)). Urine output was good as well as electrolytes. Continuous renal replacement therapy (crrt) was started on (B)(6) 2022 to clear him of cefepime. This was well tolerated until about 4am on (B)(6) 2022 when the patient had a sudden, unprovoked cardiac arrest. There were no arrhythmias, metabolic issues, or hypoxia. The log file displayed strings of low flows beginning on (B)(6) 2022 at around 4:00 am. The lowest transient low flow occurred at 4:06 am. There were intermittent low flows from 4:00 - 4:23 am.

Manufacturer narrative:
Section b5: the patient's pump exchange was reported in MFR # 2916596-2022-00145. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The site was concerned that a clot possibly went through the pump, however, no obstruction within the device was confirmed. The patient was treated with multiple pressors, chest compressions, and was later intubated. The patient was never extubated and passed away on (B)(6) 2021 from withdrawal of care. An autopsy was not performed, and device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2022 at 19:05:18 until at 4:35:23. A sustained low flow alarm was captured on (B)(6) 2022 from 04:01 to 04:15, the same time as the reported cardiac arrest. Several shorter low flow alarms were captured during the subsequent 6 minutes. No further low flows were captured during the final 12 hours of the log file. The log file appeared to show the pump operating as intended at the set speed. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm 3 lvas) instructions for use (IFU) and the hm3 patient handbook is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.